Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 400 mg/dl and insulin injections were administered. Bg returned to 300 mg/dl. The contact removed the pump and insulin injections were administered. A pump system check was performed and air bubbles were observed. The contact had delivered a 3 unit bolus into a syringe and only less than 1 unit was actually delivered based on the syringe measurement. Reportedly, the contact changed the pump supplies.